Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16; using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported by the patients husband that the last time that they called in a pod, the patient had to go to the urgent care because of her leg. She had a pod on her left leg and he stated that it was "stinging like a bee." When they removed the pod, there was a big knot under where the pod was at. It turned red and was the size of the softball. The patients husband stated that they called her hcp and the assistance recommended them go to the urgent care. They went to the urgent care on monday - 4/15, tuesday - 4/16 and thursday - 4/18. Husband thought maybe the cannula was stick in her skin. They did some x-rays on her leg and ran some tests that ended up all coming back negative husband stated. They also opened up her leg to see if there was anything stuck in there but there wasn't. They wrapped up her leg and they provided some cream and antibiotics. Provided a cream called mupirocin 2%. Use 3 times a day. Also an antibiotic called sulfameth/trimethoprim 800/160mg. To use for 10 days. They were told to use twice a day. Once in the morning and once at night.